Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
Caller stated that her customer called and stated that caster was bent.